Event description:
After using inhaler, pt reports permanent respiratory problem that is not resolving. Pt considers this lifethreatening and has ruined her life. Pt needs a lot of oxygen to function.